Event description:
It was reported that the patient's primary left hip via posterior lateral approach was being revised due to chronic dislocation anteriorly due to soft tissue damage and taper corrosion. The head and liner were revised. The stem remained implanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: explantation or post-explantation handling damage evident. Adhered debris and surface texture variations were visually observed on the female taper surface of the v40 head. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case, additional information including operative reports, progress notes and x-rays are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient's primary left hip via posterior lateral approach was being revised due to chronic dislocation anteriorly due to soft tissue damage and taper corrosion. The head and liner were revised. The stem remained implanted.